Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that an external component of the pump was missing. The reporter could not indicate if the missing part was damaged. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the issue impacts the power circuit or cartridge cap.